Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 09/21/2022 under wo's #322676 & 322588 and shipped on 09/28/2022. Manufacturing record review: DHR's 322676 & 322588 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 100902, this unit was at csi on 09/12/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual and functional test specifications a root cause is not applicable as the complaint condition was not confirmed. The unit's main board was pulled to retain. A new main board was installed, tested, and returned to the customer. A project had been initiated for a confirmed leakage error on another unit although this unit was not confirmed to have rf leakage. In addition, CAPA 801 was initiated to further evaluate this complaint description around rf leakage. The CAPA investigation had determined the design is not faulty and its safety feature will cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the CAPA investigation, the failure could be duplicated, but under certain conditions relevant to set up and the environment. Cooper surgical will continue to monitor this complaint condition for trends. Cooper surgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Event description:
It was reported that during a colposcopy, the generator consistently malfunctioned and indicated an rf leakage error. Procedure was completed using surgical sutures. Patient experienced an unknown amount of blood loss, but no additional medical attention was needed. Lp-20-120 leep (B)(4).

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.